Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: 2020 (B)(6), product type catheter. Product ID: 8784, serial#: (B)(6), implanted: 2021 (B)(6) explanted: 2022-01-05 product type catheter h3: the catheter was returned, and analysis found significant twisting that may have affected infusion, damage to the transition tube, and a kink in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a healthcare provider (hcp) via a company representative who reported that at a meeting with the pump managing physician for a pump refill on (B)(6) 2021 the pump was almost full. The patient was taken to surgery as planned on (B)(6) 2022. When the hcp opened the pump pocket, the pump was found flipped and the catheter was wound tightly around itself with multiple areas of possibleocclusion. The pump segment of the catheter was replaced. It was then attached to the pump, and the pump was sutured in place. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had scoliosis. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The pump was delivering fentanyl (200 mcg/ml at 39.98 mcg/day) at the time of the report.

Manufacturer narrative:
Continuation of d10: product type catheter product ID 8784 lot# serial# (B)(6). Implanted: (B)(6) 2021. Explanted: (B)(6) 2022. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient was scheduled for a catheter revision on (B)(6) 2022. The reporter had no further information at the time of the report.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-oct-2022, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 26-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.